Event description:
It was reported that a patient experienced a break in aseptic technique further described as the patient not using the minicap because they did not have any on-hand during their peritoneal dialysis (pd) therapy, which caused peritonitis. The peritonitis was manifested by stomach pain and the patient went to the emergency room, but they were not hospitalized for the reported event. The treatment for the peritonitis included gentamicin and vancomycin (dose, route, frequency not reported). Although the patient was not retrained on proper aseptic technique, they did speak to their pd unit regarding the event. The patient recovered from the peritonitis on the same day they were given their last vancomycin shot. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). It was reported that this event occurred sometime in (B)(6) (2 weeks prior to the report). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.